Event description:
It was reported that the patient diagnosed with flat back syndrome underwent surgery for l3 osteotomy and t10-s1 posterior spinal fusion. Two weeks later, the patient underwent additional surgery for l4-s1 anterior lumbar fusion. Approximately 3 1/2 months post-op, x-rays revealed a fractured right sided rod near the osteotomy site. No revision surgery was reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.